Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 45 mg/dl. Reportedly, customer initiated a bolus they did not need which decreased their bg level. Reportedly, customer lost consciousness and required CPR. Reportedly, the customer required additional assistance and called paramedics to transport the customer to the emergency room (ER) where they were admitted to the hospital intensive care unit and treated intravenously with fluids of saline. Customer was released from hospital on (B)(6) 2023 with issue resolved and no permanent damage. Systems check with tandem technical support confirmed the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.